Manufacturer narrative:
Device evaluated by MFR? No. Device evaluation is not necessary because the reported event is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that the patient was explanted due to infection at the generator site, puss was reported to be present, and both the lead and generator were explanted. The device history records for the generator and lead were reviewed, and both devices were sterilized according to procedure prior to release. No additional relevant information has been provided to date.

Manufacturer narrative:
(B)(4). Initial MDR inadvertently did not list the unique identifier (UDI) # for the suspect device.